Event description:
It was reported that, "knee feels unstable to patient, so the doctor wanted to put in a thicker insert."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.